Event description:
The customer reported intermittent communication failed error messages. This error results in a system lock up, no boot, or shut down situation depending on when the loss of communication occurs. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ffb (fluoroscopic functions board), gib (general interface board), and display adapter were evaluated and replaced. The system was tested and found to be working as intended and returned to service.